Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the doctor reported that there was a hole in the bag. It is unknown whether it was noticed when the bag was first deployed or when the specimen was in the bag. Another like device was used to complete the procedure. There were no adverse consequences for the patient.